Event description:
It was reported that during use right ventricular (rv) lead impedance and threshold rising since (B)(6) 2013. Adjustment was made to programmed settings and the rv lead remains in use. Venogram procedure to be performed at a later date, and rv lead replacement to occur at the time of routine device change. No patient complications have been reported as a result of this event.